Manufacturer narrative:
The reported 2.4x381mm drill tipped pin passing, intended for use in treatment, has not been returned for evaluation. Without the reported product a visual evaluation cannot be performed and the customers complaint cannot be confirmed. From the information provided, the passing pin broke during use. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: excessive force applied to the device during use.

Event description:
It was reported that during the passage of the tibial drill bit 8 mm on the guide wire 4 spindles when removing the thread it was noticed that the thread broke at the tip at the beginning, it was removed and a new thread was opened at the end of the surgery. No significant delay or patient injury reported.